Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported feeling a strong shocking sensation throughout their entire body after having an appendectomy. It happened 3 times, brought them to their knees, and lasted a few seconds each time. Patient did not experience any loss of dbs therapy and did not have a return of parkinson's symptoms. Patient was told by the hospital staff that they did not need to turn their dbs system off for surgery. Patient did not call medtronic patient services or medtronic rep to let them know that they were having surgery and ask for guidance. When mdt rep received call from the patient informing them of their experience post surgery, the rep guided the patient over the phone to run an impedance check using the MRI mode feature. Their system passed the check, but rep recommended they make an appointment with their neurologist for a complete system check in office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer¿s representative (rep), which was confirmed with the consumer (con), reported the cause of the shocking was not confirmed. The patient was encouraged to reach out to their neurologist to have an impedance check performed, but there was no further shocking reported and the patient had no loss of therapy.